Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that stroke occurred. Procedure summary: the subject was enrolled into the respond edge study and the index procedure was performed on the same day. The subject was on a prior regimen of antiplatelet other than aspirin at the time of the index procedure and the subject received a loading dose of 75 mg of clopidogrel. A lotus introducer was placed and subsequent deployment of a 25 mm lotus edge valve. There was correct positioning of 25 mm lotus edge valve into the proper anatomical location and neither repositioning nor retrieval was attempted. Post procedure summary: on the day of index procedure, post transcatheter aortic valve replacement (tavr), the subject developed expressive dysphasia and slight left arm weakness. Physical examination found the subject to be alert and oriented with occasional difficulty in speech. The subject was on warfarin at the time of the event which was recommended to be continued. Further, the neurological symptoms worsened with a noted pronator drift, decreased power in the right lower limb, pronounced facial asymmetry and off balance. A head CT was recommended for further evaluation. The following day, head computed tomography (CT) revealed equivocal left frontal gyral swelling reflecting early ischemic changes. The subject was diagnosed with stroke. The event was considered recovering/resolving at the time of reporting.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
Respond edge study: it was reported that stroke occurred. Procedure summary: the subject was enrolled into the respond edge study and the index procedure was performed on the same day. The subject was on a prior regimen of antiplatelet other than aspirin at the time of the index procedure and the subject received a loading dose of 75 mg of clopidogrel. A lotus introducer was placed and subsequent deployment of a 25 mm lotus edge valve. There was correct positioning of 25 mm lotus edge valve into the proper anatomical location and neither repositioning nor retrieval was attempted. Post procedure summary: on the day of index procedure, post transcatheter aortic valve replacement (tavr), the subject developed expressive dysphasia and slight left arm weakness. Physical examination found the subject to be alert and oriented with occasional difficulty in speech. The subject was on warfarin at the time of the event which was recommended to be continued. Further, the neurological symptoms worsened with a noted pronator drift, decreased power in the right lower limb, pronounced facial asymmetry and off balance. A head CT was recommended for further evaluation. The following day, head computed tomography (CT) revealed equivocal left frontal gyral swelling reflecting early ischemic changes. The subject was diagnosed with stroke. The event was considered recovering/resolving at the time of reporting.